Manufacturer narrative:
External insulation abrasion was noted at 18.2-18.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 6.6-6.8cm from the distal tip. The etfe coating was abraded at this location, consistent with the observation from the field of noise.

Manufacturer narrative:
External insulation abrasion was noted at 18.2-18.7cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Internal insulation abrasion under the rv shock coil was noted at 58.2-58.4cm from the connector pin. The etfe coating was abraded at this location, consistent with the observation from the field of noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient received inappropriate shocks during use of gardening gear motor and shower. Review of record showed noise detected as vf. Lead fracture was suspected. The lead was explanted. Patient is doing well after the event.